Event description:
Clinical adverse event received for infection and drainage. Event is serious and is considered severe. Date of implantation: (B)(6) 2013; date of revision #1: (B)(6) 2013; date of revision #2: (B)(6) 2015; date of revision #3: (B)(6) 2021; date of revision #4: (B)(6) 2021; date of event: 05/06/2022; (left hip). Treatment: awaiting revision.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received indicated that the office notes (B)(6) 2022 indicate the patient is also experiencing significant swelling and fluid collection within the hip joint. Aspiration to relieve fluid collection and to send for additional cultures were performed. Revision has still not yet been performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.